Event description:
On july 1, 2006 the lay user/patient contacted lifescan alleging that her one touch ultra meter had a cal code issue. The senior medical affairs specialist spoke with the patient on july 5, 2006 to obtain/clarify information. The patient had been pleased with her normal results in the 90 and 100 mg/dl range for approximately two weeks. She had been testing four times daily, maintaining her 70/30 (20 units am and 15 units pm), and regular (sliding scale) insulin regimen. She finally decided to contact the ER for advice, since she had been obtaining normal results yet feeling thirsty, having headaches, stomach aches, and frequent urination for the last several days. The ER nurse advised her to bring her meter, and test strips to the ER immediately. The patient decided to drive herself to the ER. Upon her arrival a result of "hi" was obtained on the ER meter, and a 598 mg/dl was obtained on a lab service. She was treated with insulin throughout the night, and released the following morning. The ER physician, and nurse discovered that the cal code could not be changed on the reported meter. The patient suspected that the meter had been miscoded throughout the time of concern. The patient had always relied on her diabetes educator (de) to set the calibration with every new lot of test strips. She could not recall if her de had informed her of any problems. The customer care advocate (cca) walked the patient through a blood glucose test, and a result of 145 mg/dl was obtained. The cca walked the patient through resolving the issue; however the cal code could not be changed. The meter, tests strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient experienced symptoms suggestive off hyperglycemia while obtaining results of 90s to 100s mg/dl on the reported meter. She later received insulin treatment for blood glucose level of "598 mg/dl."

Manufacturer narrative:
Lifescan has requested the return of the subject meter, and strips for evaluation, but has not yet received them.